Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to variable impedance and a number of sensing integrity counter (sic) events on the right ventricular (rv) lead. It was noted that the patient underwent an unapproved magnetic resonance imaging (MRI) approximately one week prior to the alert. The lead remains in use. No patient complications have been reported as a result of this event.